Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified creases, brown particles in the device inner surface, wear abrasion and delamination of the valve. A leak test and microscopic analysis were performed which identified total delamination of the valve. Based on the device analysis the final assessment is total delamination of valve due to adhesive failure.

Event description:
Device has been explanted.